Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call low blood glucose levels. Customer's blood glucose level was around 40 mg/dl. Customer's mother advised one of the bolus settings was changed to a big number. Customer's mother advised it took over an hour to bring the blood glucose levels of the customer back up. Customer continued to go low, had blurry vision and could barely walk. Customer drank a 12 oz coca cola, 6 oz orange juice, half of a cookie and a dry sugary cereal. Customer's parents found a setting that was wrong on the device and corrected it. Customer's mother wanted to know if the insulin pump can make random changes to the settings. Customer was advised that the insulin pump would not do that on its own. Customer's mother advised to contact their healthcare provider to confirm they have the correct settings.